Manufacturer narrative:
This product is manufactured in the u.s. But not marketed in the u.s. (B)(4).

Event description:
The reporter indicated that the surgeon implanted a 13.2mm vicmo13.2; -17.50 diopter implantable collamer lens into the patient's right eye (od) on (B)(6) 2021. The patient experienced excessive vaulting; significant reduction of irido-corneal angles. On (B)(6) 2021 the lens was exchanged with a shorter length lens and this resolved the problem. The cause of the event was reported as "high vault; elevated iop; narrow angle".

Manufacturer narrative:
B5 - it was later clarified that the lens was explanted on (B)(6) 2021. On (B)(6) 2021 the replacement lens of shorter length was implanted and this resolved the problem. Claim#: (B)(4).

Manufacturer narrative:
B5: it was later re-reported that on 15-oct-2021 the lens was exchanged with a shorter length lens, and not replaced the next day in another surgery. Claim#: (B)(4).